Event description:
Material # 383593, batch # 4026253, 4054221. It was reported that the bd nexiva diffusics 20g x 1.25 in was discolored. The following information was provided by the initial reporter: verbatim: the tip of the catheter is brown in color.

Manufacturer narrative:
D.4. Other lot number includes 4026253 and other expiration date includes 2027-01-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-02-12.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 2 open samples submitted for evaluation. The reported issue of discolored was not confirmed upon inspection of the photos and samples. Thorough analysis of the photos could not be performed as the photos are not clear, upon visual inspection of the samples it was observed there is a yellow color in the catheter that falls within design acceptance criteria. The root cause for this type of failure is the heat from the laser used to manufacture the diffusics product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.